Event description:
It was reported that the patients implantable pulse generator (ipg) was having connectivity issues. The patient's ipg failed to keep a connection between the remote and the charger resulting in frequent ipg charging. No device malfunction suspected. The patient underwent an explant procedure and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6: explant date: (B)(6) 2024.